Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and unrecoverable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer was not recoverable. A field service engineer confirmed that the red lever was broken on the matrix drawer, and the black wheel had fallen off the red lever. The engineer reattached the black wheel, but the red lever remained broken, and the required part was not available. To maintain functionality, the matrix drawer was swapped from a station that was not in use, and the part replacement was planned for a later date. Later, the engineer replaced the red release lever in the matrix drawer and confirmed proper operation after testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and unrecoverable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.